Manufacturer narrative:
No unexpected button error alarms noted. Insulin pump had an intermittent button response due to corroded keypad traces noted. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, broken reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads, broken belt clip slot, missing end cap sticker and stained address and serial number label. Slanted and loose drive support disk noted. Insulin pump passed displacement test, rewind test, basic occlusion, occlusion test and excessive no delivery test. Insulin pump failed prime test due to bad force sensor.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Advised insulin pump would be replaced. No additional information was provided.